Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm freestyle aortic valve, it was explanted and replaced with an unknown device. The reason for the replacement was reported as when the cross clamp was removed during implantation, the heart filled up and was not responsive. The patient then was put back on the pump, and the valve was examined, however no visible issues were noted. The surgeon felt compelled to replace the device. It was also reported that the surgeon believes the device did not malfunction. The device was fully sutured and tested prior to removal. No additional adverse patient effects were reported.

Event description:
Additional information was received that the valve was replaced with a non- medtronic valve. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a serious injury. The analysis and investigation is in progress. A supplemental report will be submitted after completion. B5, d9 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The analysis and investigation result will not be provided as this event no longer meets reporting criteria. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.